Manufacturer narrative:
(B)(4). Device is not marketed in the us. It is same/similar to zcb00 p980040. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during the implantation of a tecnis itec preloaded 1-piece intraocular lens (iol) the trailing haptic remained stuck to the posterior aspect of the optic. When it released, it tented the anterior capsule resulting in zonular detachment of approximately 3 clock hours. This required the surgeon to use a capsular tension ring. Some vitreous was present but a vitrectomy was not required. A suture was used to close the incision; the iol remains implanted.

Manufacturer narrative:
Age/date of birth: (B)(6). Additional report source: user facility. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications that were related to the reported complaint. The acrylic iol (1-piece) lenses must unfold flat at less than 1 minute (60sec) without manipulation. This test method is performed in order to evaluate the delivery of tecnis® 1 family of intraocular lenses through the preloaded insertion system and functional test for subassembly and final assembly. All the manufacturing documents showed a passed condition at the time of lens production. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.